Manufacturer narrative:
The MFR has learned that the pt has died, due to complications of an infection, not device related. To date, no device has been returned to the MFR. No further info is available at this time.

Event description:
In 2004, the pt who is a destination therapy pt was implanted with a vented electric left ventricular assist device. Five months later, the hosp vad coord contacted the MFR reporting that the pt had been placed on a stroke volume limiter (svl) one month before, at the rate of 80 bpm for fluid in the vent line. This was the second event for this pt. Upon inspection of svl, the excursion of the diaphragm was not as great as it had been, prior to the weekend. The perfusionist had spoken with the MFR reporting that, the pt was clinically stable and the svl had been re vented several times. The pt is not known to be on anticoagulation and vented every 4 hours was not known to have been done throughout the weekend. Also, the MFR stated the risks of clot formation due to lack of anticoagulation as well as no known venting were discussed with the perfusionist. The perfusionist was going to discuss this with the surgeon. The pt remains on lvad support.